Manufacturer narrative:
Other relevant device(s) are: product ID: 9735797, serial/lot #: none (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being service outside of a procedure. It was reported that there was a low signal strength for all wireless networks. Unable to connect to wireless network. Previously able to query retrieve. Troubleshooting was performed and the hotspot on phone was unable to be detected. Led on wireless endpoint revealed red post light. No patient presents.